Event description:
It was reported that shaft fracture occurred. A direxion microcatheter was selected for use in the liver for a therasphere procedure. During the delivery, a small kink in the direxion catheter right at the end of the relief cover was noted and the nitinol hypotube was fractured. The microcatheter hub was tapped, overflow tubing was pinched, and needle injector was tapped/jiggled. The dent on the outlet tubing at the location of the clamp was relieved and pinch clamp on the outlet tubing was opened. The troubleshooting was unsuccessful. Only 0.0% of the dose was administered. Therefore, the procedure was cancelled. The patient will be monitored and for possible re-treatment. There were no patient complications as a result of this event and the patient was expected to fully recover.